Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s current blood glucose value was 103 mg/dl. The customer did not provided any information about the symptoms due to high blood glucose. Retainer ring was not damaged. No further complications were reported. The insulin pump will be returned for analysis.